Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information during use of the product, a malfunction occurred where the guide wire failed to pass through the dilator's inner lumen.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. On 09th march 2026, we received one used sample kit. It's composed to a guidewire and a dilator (B)(6). After decontamination, the dilator was tested and the guidewire can't be introduce in the dilator by the conformed tip side. According to the information known quality database was checked and revealed one non-conformity in relation to the issue mentionned. This non-conformity was opened following the reception of dilator yd14xx70 out of specification in the complaints process. The root cause analysis has been performed and the actions are in place. A control was added during the manufacturing process: control of the inner diameter with a1.00 mm mandrel at beginning and end of each batch.

Event description:
According to the available information during use of the product, a malfunction occurred where the guide wire failed to pass through the dilator's inner lumen.